Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was on critical override. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was on critical override. A technical support specialist (tss) dialed into the server and checked the critical override reason for station, confirming that the critical override was scheduled. Contacted the customer, and discussed the issue, and acknowledged the scheduled critical override. Tss then guided the user to recover storage space for the drawer, after which the drawer was successfully recovered. Confirmed the issue was resolved and identified as the reason for inability to access medication. Customer provided approval, and the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.